Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, broken reservoir tube lip, broken battery tube threads, cracked case behind pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s plastic ring around reservoir got damaged. The customer¿s blood glucose level was 7.5 mmol/l. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.